Event description:
Related manufacturer reference number: 3007113487-2021-00128. This report is for the death following the implant of the 27 mm portico tavi valve, serial number (B)(4). It was reported that on (B)(6) 2021, a 27 mm portico tavi valve (18982747) was implanted during procedure. The patient had a moderate amount of calcium which was sufficient to allow anchoring of the device. The patient did not have acute aortic angulation. At deployment, the implant depth of the valve was +/- 4 mm before the valve was released. When the valve was fully released, it was above the annulus (- 0). After the final release of the valve, the device popped up above the annulus level. There was no evidence of hypertensive spike or pulmonary hypertensive episode at this time. The valve was not snared. The decision was made to implant a second 27 mm portico tavi valve (19004589) within the first at the annulus level. This resulted in the occlusion of the left main coronary artery. The coronary was attempted to re-open but without success. The patient passed away on the table during the procedure on (B)(6) 2021. The patient's condition prior to implant procedure was reported to be very fragile, and the patient had a high euroscore (european system for cardiac operative risk evaluation). Patient's past medical history was unable to be obtained. The implant classifies this death to be related to the procedure and the patient, and not related to the device. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "occlusion of the left main coronary artery" and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.